Manufacturer narrative:
1 the customer remembered the wrong operation and used a swab from a positive patient, which could lead to a positive test result. 2 no specific lot number or test kit was provided ; therefore, no additional investigation can be performed to determine if the test kit is a valid ihealth manufactured product or a counterfeit.

Event description:
Event details: I accidentally used the swab that my daughter used for her covid antigen test. She had put it back in the wrapper and I cut open the other side so thought it was the new one. When I saw the unwrapped one I realized my mistake. My daughter had just tested positive and had 2 days before that. She had all of the symptoms. I had none. I've had covid age been vaccinated and boosted. Of course I then tested positive as well though I had tested negative earlier that day and the 3 days prior. I am freaking out because I obviously gave myself the disease and afraid I could have given myself the worst case in history. I don't have a fever yet but a scratchy throat. What should I do now? I'm really frightened.